Event description:
It was reported that during use left ventricular (lv) lead dislodged occurred. The patient experienced phrenic stimulation and echo dyssyncrony was observed. The patient was hospitalized and lv re-positioned to the posterial lateral vein. No patient complications have been reported as a result of this event. The patient is a participant in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.